Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00bam, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a clinical diagnosis of urinary tract infections. The patient experienced burning and frequency with urination. Laboratory testing was abnormal; positive for moderate blood and moderate leukocytes (B)(6) 2013. Actions taken included unscheduled clinic or office visit. Medications administered included cephalexin (keflex) 500 mg capsule: (B)(6) 2013. Event status was noted as resolved without sequelae: (B)(6) 2013.